Event description:
It was reported by service report that when the nurse call is activated, it does not activate the hospital call system. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed was not configured to activate the hospital nurse call system. Conclusion code - turned on nurse call in configuration menu.